Event description:
Patient's left knee was revised due to loose femoral component.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown scorpio cr size 5 left femur. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.